Event description:
While servicing the device, the philips field service engineer (fse) discovered that pin on the battery pca was broken. The device was not in use on a patient.

Event description:
While servicing the device, the philips field service engineer (fse) discovered that pin on the battery pca was broken. The device was not in use on a patient. One battery pca was returned for failure analysis. Based on the visual analysis in the lab, j1 pin 2 was bent and j2 pin 1 was found permanently compressed. However, there was no evidence of a broken pin, as alleged by the customer.